Event description:
It was reported that during a da vinci-assisted ureterectomy surgical procedure, the customer called in to report that they had issues with universal surgical manipulator (usm) 1. The customer stated that there was a non-recoverable 307 fault. The customer power cycled the system, and the system powered up with error 319 on usm 1. The customer then disabled usm 1 and recovered the fault. The site continued with the case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and triggered 319 error pointing towards rolling loop. During visual inspection, noticed that the rolling loop assembly was broken. Root cause of this failure is attributed to component failure.